Manufacturer narrative:
The ge service representative performed an on site evaluation. After testing it is believed that the problem is with the usb coupler in back panel of cart. The customer will order and replace usb coupler and double check integrity of both ups and it's batteries. No further information is available. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the monitor power light was amber and not green as expected. No text or graphics came up on monitor screen. No patient injury reported.